Event description:
Revision surgery - due to the post breaking on the ps insert.

Manufacturer narrative:
The reason for the revision surgery is the ps post broke after 10 years in-vivo. No information about patient activity level, history of trauma, or implant positioning was provided. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there has been (B)(4) prior complaint for this part number. This is the (B)(4) complaint for the incident lot number. A definitive root cause for the ps post breaking cannot be determined with confidence. Factors that can contribute to post fracture include trauma, implant positioning, and repeated excessive physical activity like deep flexion squatting or hyperextension. The ps post is loaded during deep flexion and hyperextension to provide support and prevent anterior/posterior subluxation. The incident device met all critical dimensions and specifications when released from djo surgical.